Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was dislodged and was stimulating the patients diaphragm. The lead was referred for revision. No additional adverse patient effects reported.

Event description:
It was reported that this right ventricular (rv) lead was dislodged and was stimulating the patients diaphragm. The lead was referred for revision. This lead was explanted and replaced. No additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Outer conductors were observed to be melted. Characteristics of melted and burnt colored outer coils are likely explant damage from electro-cautery. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was dislodged and was stimulating the patients diaphragm. The lead was referred for revision. This lead was explanted and replaced. No additional adverse patient effects reported.